Event description:
It was reported that during a knee scope and meniscal repair the applicator tip came off during implant insertion inside the joint. According to the reporter a second surgery was necessary. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient or event information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Lot number was requested but not provided; therefore, the device history record review could not be performed. Based on the information provided, the most likely cause of this type of event is prying/leveraging the device or application of excess mechanical force during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device would not bow correctly, it was bowing off to the side. At the end of the procedure the device would not bow at all. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation of the returned device revealed that the hook tip has been detached from the weld. No damage noted on the proximal end of the hook, inner shaft or handles. The returned device met critical and affected dimension testing. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely causes of this event are prying/leveraging the device, application of excess mechanical force during use, twisting the tip while still in the joint and/or bending the tip. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.